Event description:
The customer received blood glucose readings of 39 and 25mg/dl on the contour. The meter automatically marked them as control tests, which will be displayed as control results when accessing the meter's memory. No adverse event was alleged. The test strips were expected to be returned for evaluation. New strips and meter were sent to the customer.